Event description:
I had the essure devices put in and afterwards had lot of severe pain and heavy bleeding during my monthly periods. My periods went from 4 days of light bleeding before the essure to 2 weeks of heavy bleeding with clots the size of golf balls, literally. I had abdominal swelling and ascites and bloating. I had trouble caring for my children and myself. Eventually I had them removed but they had migrated into my uterus partially and I had to have a hysterectomy and removal of my fallopian tubes. It was very traumatic.